Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (s/n (B)(4)) displayed a "coolant low" error message was confirmed during functional testing performed by the distributor at customer site. The root cause for the reported complaint was due to a short-circuit contacts between the metal housing and the coolant sensor block. The coolant level sensor was repositioned and isolated from the metal housing to avoid short-circuit. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. The thermogard xp ivtm system failed the initial functional testing as the console displayed a "coolant low" error message upon powering on; thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed "coolant low" error message . Patient use information was requested but no additional information was provided, therefore patient use is unknown.